Event description:
It was reported that during a coronary angiogram procedure, the dependent patient laid still on the table. During the contrast injection, the patients heart rate increased from 80 pulses per minute to 120. The rate gradually decreased and returned to the base rate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.